Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Intuitive followed up with the initial reporter and obtained the following additional information: customer reported that the endoscope issue was not associated with image inversion or reversed system controls, as the image was described as normal and the event did not involve reversed control movement. The endoscope was reported to move freely, and no additional functional concern was described. It was confirmed that no material was missing or detached from the portion of the device that enters the patient¿s body. Additionally, no other endoscope failure details were identified, including no vision issues such as black image, blurry image, fogging, grainy image, or artifacts; no functional failures such as inability to rotate, target, or take photos; and no physical damage such as missing input disk, cracked shaft, button pack damage, or lens damage.